Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. Upon investigation there were multiple cuts to the trunk cable and several wires were exposed. The black wire (+12v) and white wire (driven ground) were cut. The root cause for the damage cable and cut wires could not be positively determined but was likely physical abuse. No adverse event occurred from the damaged trunk cable and cut wires. The pt received a replacement electrode belt.